Event description:
User facility reported the device was in use and the luer lock separated from the rest of the infusion set. No adverse effects to patient reported.

Manufacturer narrative:
Unknown; no information has been provided to date. Customer has not yet returned the device to the manufacturer fordevice evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing theresults of the evaluation. For all enquires or follow up questions related to the record, do not use regulatory.(B)(6), please direct those to the following: regulatory.(B)(6).